Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the anchor c surgical technique warns against excessively bending the flexible screwdriver past 35 degrees. It was reported that the surgeon did not the shaft beyond 35 degrees during this procedure and that the instrument was used about 10 times. Conclusion: the plausible root cause of the reported event is therefore not determined.

Event description:
It was reported that; while inserting a screw with the flexible screwdriver, the screwdriver broke about half way down the flexible part of the shaft. The driver was not being used at an excessive angle.

Event description:
It was reported that; while inserting a screw with the flexible screwdriver, the screwdriver broke about half way down the flexible part of the shaft. The driver was not being used at an excessive angle.